Manufacturer narrative:
Na

Event description:
It was reported that when the pt puts the head of the chair back to approx 180 degrees, the exhalation valve line tubing has become disconnected. The display shows low pressure, but the alarm does not sound. The pt does not get a full breath once this happens.